Event description:
The device was returned to the MFR for "disposal only". The pump was implanted in 2005. The reason for explant was not provided. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.